Manufacturer narrative:
This is one of two mdrs submitted reference mfg. Report no. 2015691-2018-02524 engineering evaluation of returned device is ongoing.

Event description:
Per preliminary engineering observations of the returned sheath revealed liner circumferentially delaminated approximately 1¿ in length, marker band is attached to the liner and the sheath tip is folded inward. No liner tear was observed. As reported, this was a tavr procedure for a 29 mm sapien 3 valve by transfemoral approach in the aortic position. The 16fr esheath was inserted on the right side without difficulty and the commander delivery system was inserted and advanced into the sheath without difficulty. There was difficulty with both valve alignment (multiple times), the valve moved on the balloon when crossing the annulus and the delivery system balloon would not inflate during deployment. A decision was made to remove the devices as a unit. The sheath started to split in the location of the valve. Upon removal there was vascular injury that required intervention (manufacturer report number 2015691-2018-02524). The case was aborted. The descending/ascending aorta was a ¿little tortuous¿. The access vessel minimum luminal diameter measured 8.0 mm and was not calcified.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: the liner was circumferentially delaminated, the marker band was attached to the liner, heavy scratches along the sheath shaft and no liner tear. Functional and dimensional testing was not performed due to the condition of the device (liner delaminated). The complaint was confirmed through visual inspection. The provided 3mensio report was reviewed. The following imagery shows some tortuosity and slight calcification in the vessels. During manufacturing, the esheath shaft component was 100% visually inspected using 3x magnification minimum per procedure for the following: wrinkles, scratches, kinks, or bends, surface defects, protruding, missing material, dents or cuts, cross linking of hdpe across liner, witness lines with exposed ptfe liner, seam separation, stress lines, holes or tears on the strain relief, delamination, serrated transition, holes, or rough surface of tears in the tip, and flash and excess material (remove all excess material/flash). In addition the soft tip is visually inspect under 10x magnification for scratches in the liner expansion pathway, tips with tears and folds in soft tip (with no tears). During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality for the following: verify the tip ID dimensions, visually inspect without magnification that hemostasis valve surface is free of damage (cracks, tears, voids, flash), visually inspect using minimum 3x magnification for seam separation, delamination, wrinkles, kinks, bends, stress lines, cross linking of hdpe, circumferential oriented surface defects, protruding or missing material, dents, cuts, notches on the bottom side of the liner, remnant lines, and mechanical damage, and flash and excess material is removed. After sterilization, product verification (pv) was performed on finished devices under a sampling basis. Additionally, after sheath expansion testing, the devices were inspected for damage (i.e. Tears), liner opening or not (i.e. Stretching), and to ensure that no fragments separated from the sheath tip. The devices from the work were released as the samples met the requirements for all inspections and tests. The inspections described above support that it is unlikely a manufacturing non-conformance contributed to the reported event. A device history record review and lot history was not performed as the lot information was not provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿sheath distal tip ¿ liner delamination¿ was confirmed through visual inspection of the returned device. No manufacturing non-conformances were identified in the returned device. Since the lot number of the device was not provided, DHR and lot history review was unable to be performed; however, based on a review of the complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigations supports that the esheath and delivery system have proper inspections in place to detect issues related to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the report, ¿the delivery system was brought back to the thoracic aorta attempted to remove the valve through the 16fr sheath and the sheath started to split in the location of the valve¿. Review of complaint history suggests that when excessive force and/or manipulation is applied while attempting to retrieve the delivery system and valve through the sheath circumferentially delamination at the sheath distal tip can occur. It was also noted that the patient¿s access vessels were mildly tortuous and this patient factor along with device manipulation could have contributed to the liner delamination. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. In this case, available information suggests that patient factors (tortuosity) and procedural factors (device manipulation during withdrawal of thv) may have contributed to the reported events. A review of complaint data for june 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category. No labeling or IFU inadequacies have been identified. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Voluntary medwatch report #(B)(4) was received by edwards lifesciences on 6/20/2019. The event in this report was previously reported to the FDA under complaint 2018-05287-2 with corresponding manufacturer report number 2015691-2018-02790. No new information was provided in the voluntary report.  No further action is required.